Manufacturer narrative:
Updated sections: d9, g3, g6, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the prograsp forceps instrument for failure analysis evaluation. Visual inspection of both internal and external components revealed no issues. It was installed on an in-house system and passed recognition, engagement, and functional tests, including the grip test with the grips opening and closing properly. The instrument moved intuitively with full range of motion in all directions. The prograsp forceps instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted procedure, bowel tissue was inadvertently trapped and perforated with a prograsp forceps instrument. No bleeding occurred as a result of the incident. The following details remain unknown: the location that tissue was getting caught, how the tissue was released, any medical intervention that was rendered due to the complication, or if the patient experienced any postoperative complications. The patient's current status was last reported as discharge from the hospital has been delayed, as a prerequisite for discharge is passage of gas; which has not occurred. Additional information was requested; however, the customer provided no further details beyond what was already reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a prograsp forceps instrument to perform failure analysis.